Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they were unable to clear it. Customer stated that the numbers were also scrolling on the insulin pump. Customer's blood glucose reading at the time of the call was 142 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad trace. Minor scratched display window, cracked case near display window corners and cracked reservoir tube lip. Numbers did not scroll up or scroll bar moving with no input.